Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009. Predilatation was performed prior to stenting. During deployment of the xience v stent in the prox lad, a distal edge stent dissection occurred, that was treated with another xience v stent (2.5 x 8 mm). No additional event or patient information.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the IFU as potential adverse event. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." Thus, though a cause for the dissection and the relationship to the device cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.